Event description:
During an implant procedure, the right ventricular (rv) lead was being positioned and due to difficulty positioning, the lead was removed from the patient. Upon removal foreign material was observed in the hand of the physician and it was not known if it came from the rv lead or not. Out of caution the a new rv lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of a plastic cylindrical part came out of the lead was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the helix stretched, bent and the steroid plug was not returned for analysis. The reported plastic cylindrical part that came out of the lead was believed to be the steroid plug.